Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), polymenorrhoea ("period every two weeks") and pain ("pain all over") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013- hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, hypersensitivity, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, weight increased, polymenorrhoea and pain outcome was unknown and the blood loss anaemia, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pain, pelvic pain, polymenorrhoea, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008 plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, fatigue, hair loss, dental probs., hormonal changes, migraines,headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s);(unspecified):other. Concerning the injuries reported in this case, the following one were reported via social media: polymenorrhea, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event period every two week and pain all over were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain'), blood loss anaemia ('anemia') and menorrhagia ('bleeding- menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013- hysterectomy (partial),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, rash, skin disorder, hypersensitivity, bladder disorder, urinary tract disorder, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown and the blood loss anaemia, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008 plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, fatigue, hair loss, dental probs., hormonal changes, migraines,headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s);(unspecified): other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Previously reported event "injury nos" replaced with "pelvic pain", events-" dysmenorrhea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, rash/skin condition, hypersensitivity, bladder/urinary problems, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, weight gain", lab data reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.